Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions resulting in humidity invading the light guide (lg) lens which led to corrosion. The event can be detected by following the instructions for use (IFU) section: IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the evis exera iii duodenovideoscope glue on the angulation rubber was porous. The issue was found during preparation for use. There was no patient or procedural involvement. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: there was foreign material at the distal end and a stain on the light guide lens.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the adhesive on the bending section cover had a crack. In addition to the foreign material on the distal end and stain on the light guide lens, the evaluation findings were as follows: the air/water cylinder had no color, the suction cylinder had no color, the switch box had discoloration, due to a cut on the heat shrinking tube of the forceps elevator lever, the expected insulation capacity could not be obtained, due to damage on the channel tube, water tightness was lost, due to damage on the bending section cover, insulation resistance value at the distal end did not meet standard value, due to wear of the angle wire, the play of the "up/down" knob was out of standard value, the cover of the light guide bundle was damaged, the connecting tube had a scratch, the distal end was shaved, the adhesive around the objective lens had wear and there was corrosion around the forceps elevator arm. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.